Event description:
It was reported that during procedure the console turned off. The procedure was canceled. There is no information available regarding sedation/anesthesia. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The console was remotely service, it was found that there was an issue with power supply on the wall in the customer's room, and the device could not be turned on. After changing rooms, the equipment started normally. Therefore, the reported allegation is confirmed.

Event description:
It was reported that during procedure the console turned off. The procedure was canceled. There is no information available regarding sedation/anesthesia. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.